Event description:
A screwdriver tip broke off during surgery due to not using the torque limiting handle and overtightening the screw. The screwdriver tip was lodged in the screw so the screw and rod had to be removed to retrieve the tip.